Manufacturer narrative:
The condition of false constant occlusion alarms was confirmed due to an out of adjustment occlusion switch. The occlusion switch was adjusted to correct this condition. (B)(4).

Event description:
An infusor pump was returned to baxter for the reported condition of constant alarms attention. During baxter evaluation of this device false constant occlusion alarms occurred when attempting to run with attention light lit. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.